Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Hospital in india reported a patient was implanted with an lcp distal femur plate for a proximal femur fracture on an unknown date. X-rays show four migrating screws and one broken screw. Reportedly the implants currently remain in the patient. This report is #3 of 6 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional product code: dzl. Implants removed 3 months post implantation.

Event description:
It was reported that the plate broke postoperatively. The implants were removed 3 months post implantation.